Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported could not see a waveform. There was no report of adverse patient impact.